Event description:
It was reported that during pt treatment, alarms for lower inspired o2 concentration than set were generated. There was no pt harm reported. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system on-site. No problem with the anesthesia system was found. The n2o gas module was exchanged as a precaution. The reported issues indicated oscillations in the n2o gas module and as a consequence, a larger flow than requested from the n2o gas module was delivered. A larger flow from the n2o gas module than requested affects the gas mix between n2o and oxygen in the fresh gas flow leading to a lower oxygen and/or agent concentration than set. Alarms for low oxygen and/or agent concentration are generated to notify the user. The returned n2o gas module was investigated using simulated use testing in a reference system. The problem could not be reproduced. Since the experienced issue could not be reproduced, we have not been able to determine the true cause.